Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) was eroded. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). No anomalies were found.